Event description:
It was reported that prior to use, flame and smoke were observed on the cord connected to the monopolar 1 universal receptacle. The cord was burned and broken. The cord used was a non-(B)(6) manufactured. There was no patient involved. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).